Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files captured a few low flow events following implant. The patient's hemodynamics were indicative of right ventricular failure. The patient returned to the operating room on (B)(6) 2024 and a centrimag right ventricular assist device was placed.

Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the evaluation of the submitted log files; however, a specific cause for this event could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient¿s hemodynamics were indicative of right heart failure. The patient returned to the operating room for a right ventricular assist device placement. The controller event log file captured transient low flow alarms on (B)(6) 2024 following the implant procedure. No other notable alarms or events were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.